Manufacturer narrative:
Citation: takagi h. Direct and adjusted indirect comparisons of perioperative mortality after sutureless or rapid-deployment aortic valve replacement versus transcatheter aortic valve implantation. Int j cardiol. 2017 feb 1;228:327-334. Doi: 10.1016/j.ijcard.2016.11.253. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding perioperative mortality after sutureless or rapid-deployment aortic valve replacement versus transcatheter aortic valve implantation. All data were collected from multiple centers through april 2016. The study population included 15,887 patients, an unspecified amount of which were implanted with medtronic corevalve and enable (serial numbers not provided). Among all patients perioperative, 30-day or in-hospital mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: paravalvular leak (pvl) and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.